Event description:
It was reported that during a meniscus repair surgery, t1 and t2 was completed advanced and stripped off successfully, when push the knot by a gentle tug of the suture, the suture broke and was not able to knot.

Manufacturer narrative:
One 72201491 ultra-fast-fix needle delivery system device received. The blue protective split cannula was returned protecting the needle. The depth limiter was returned attached and trimmed. T1, t2 and suture were not returned. The device is in good condition. The actuator and advancement lever were returned fully advanced. Functional test determined there was no mechanical issue found. The complaint indicates that the dissatisfaction due to suture damage. There is no returned suture to evaluate. It is unknown whether a knot pushed was used. The delivery needle was evaluated. Nothing out of the norm was observed. It is a sharp instrument and could unintentionally tear a strand of suture. There are no other complaints for this lot. No root cause related to the manufacture of the device was established.